Event description:
During prep, the catheter would not collapse to neutral and was difficult to flush. The catheter was removed and replaced with no harm to the patient. Manufacturer response for ablation catheter, 31mm farawave pulsed field ablation catheter (per site reporter).